Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, when the surgeon tried to insert the monopolar curved shears (mcs) instrument through the trocar, there was type of "blockage" that prevented it from passing through. The team tried changing the trocar and restarting the arm, but the issue persisted. The problem was resolved only when the mcs was replaced with anew one, which passed through without issue. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, when the surgeon tried to insert the monopolar curved shears (mcs) instrument through the trocar, there was type of "blockage" that prevented it from passing through. The team tried changing the trocar and restarting the arm, but the issue persisted. The problem was resolved only when the mcs was replaced with anew one, which passed through without issue. There was no patient injury.

Manufacturer narrative:
H2) correction: e (facility name, street 1, city, region, country, postal code, phone number) h3) device evaluation: medtronic led an evaluation of the associated device logs and a provided video for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. One nine second video was received for evaluation. This video showed a monopolar curved shears that was connected to an instrument drive unit. The monopolar curved shears was being inserted through a trocar, but it was not getting inserted and creating a blockage. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module and attached to arm cart assembly four. The monopolar curved shears failed calibration. No system errors or alarms were noted that would prevent instrument insertion or calibration. The logs showed multiple attempts to insert the monopolar curved shears, however, it did not reach the expected calibration point. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.